Event description:
The patient reported difficult in walking on (B)(6) 2015. The patient had program control many times and insisted on doing rehabilitation training, but no effect currently. The patient was last programmed two weeks ago, the physician without making corresponding answers for the patient's current status. It was unknown if there was a 50% or greater symptom reduction. The implantable neurostimulator (ins) was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. Currently the patient experienced difficult in walking and could not "care" himself. The indication for use included parkinson's disease. The company representative (rep) reported two weeks later that it was unknown what actions/interventions were being taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.